Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the electrode of sensor was not in the body. The customers blood glucose value was unknown. The customer was not assisted with further troubleshooting. The sensor will not be returned for analysis.